Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves . ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The user facility reported that multiple complications were encountered during impella cp support on a patient. Upon insertion of an ar mod guide for an angiogram of the right coronary artery, the guide went into the left ventricle and was pulled into the inlet of the impella. Both the guide and impella were pulled out of the left ventricle, at which point the cannula on the impella folded on itself. The guide was successfully removed and the staff attempted to also explant the pump. When the impella reached the peel-away sheath, the motor and outlet broke away from the rest of the cannula, leaving the remaining part of the impella in the peel away sheath. Vascular was consulted and both the catheter and cannula were removed successfully. The patient is in stable condition.

Manufacturer narrative:
Product damage (cannula kink): clinical details report that after a guide catheter got pulled into the impella cannula, both devices were pulled out of the lv. The impella cannula folded on itself, and it was reportedly caused by the interaction with the guide catheter. Returned product was investigated and there was confirmation of kinks along the cannula. Based on returned product having signs of kinking, the root cause of the product damage was determined to be a cannula kink. Based on the clinical details provided, the cannula kink occurred due to an interaction with another device when trying to remove both. Difficulty removing pump through introducer: clinical details report that once the ar mod was pulled out of the pump inflow cage, they attempted to remove the pump through the introducer and met resistance. The motor housing ended up separating from the cannula, and vascular had to be consulted to remove the cannula. Returned product was investigated and the cannula detachment was confirmed. Additionally, there was tip damage to the introducer sheath, with some collapsing inward. It is unclear if the damage to the introducer occurred when removing the ar mod or when trying to pull out a kinked pump. Either way, the most likely cause of the difficulty was an interaction between the introducer and the guide catheter causing the introducer tip damage that made it difficult to remove the kinked pump through; the interaction between the pump and guide catheter that resulted in a kinked cannula which was difficult to remove through the introducer; or a combination of both. Based on the clinical details provided, the root cause of the difficulty removing the pump through the introducer was most likely due to the interaction with another device. It is not clear which of the device interactions was at the root of the issue. Cannula detachment: clinical details reported that initially, the cannula was kinked due to an interaction with another device. Then, when trying to remove the pump through the introducer, the cannula then detached from the motor housing. Returned product was investigated and there was clear stretching/tearing of the cannula and evidence of glue residue on the motor housing. Based on the clinical details provided that the cannula kinked due to an interaction with a guide catheter prior to the detachment while trying to remove the pump through the introducer sheath, the root cause of the cannula detachment was determined to most likely be an interaction with another device. Introducer damage - mechanical: returned product was investigated and there was damage to the tip of the sheath that was likely related to the reported complications. For this reason, a failure mode was added. There were no reports of diseased vessels and there were no reports of difficulties during access. Based on the clinical details provided, this damage could have occurred due to the interaction with the ar mod that had been pulled into the pump inlet during removal or during the removal of the kinked pump cannula. Either way, it was determined that the introducer was most likely damaged during an interaction with another device based on the clinical details provided and the state of returned products. Vascular damage - peripheral: clinical details reported that vascular repair had to be done, though the patient remained stable without any major vascular concerns. No further details were provided. There were several different potential complications that could have caused the vascular damage. There was damage to the introducer sheath tip, which could have been caused by the removal of the guide catheter or the kinked pump cannula. The pump cannula also detached from the motor housing during removal. All of these device interactions could play a role in vascular damage. There was no report of diseased vasculature or difficulty during access. Based on the complications that occurred during the removal procedure as a result of device interactions and no report of diseased vasculature or access complications at case start, the most likely root cause of the vascular damage was interactions with another device. Based on investigation findings after reviewing the clinical data the following were revised b1 revised to both product problem and adverse event h1 type of event revised h6 health effect - clinical code and health effect - impact code revised.